Event description:
It was reported that a clearlink system solution set had no flow; no drops were falling in the drip chamber. This occurred during patient infusion of intravenous immunoglobulin (ivig) using a novum infusion pump; air in line alarms were observed on the pump. There were no leaks and the set was primed appropriately. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.